Event description:
It was reported by service report that the top rail was broken, exposed sharp edges. The customer could not determine whether there was pt involvement or if adverse consequences occurred.